Event description:
Caller reported patient blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, at 16:25 and 143 mg/dl at 16:27. Lab sample drawn at 16:45 was reported as 15 mg/dl. Patient was not treated based on the meter readings. Patient has suffered no adverse affects due to treatment/nontreatment. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
I used fixodent daily from approx (B)(6) 2002 until (B)(6) 2010. I started experiencing tingling and numbness in my right arm on and off about (B)(6) 2010. On (B)(6) 2010, I went to my doctor and he diagnosed me with neuropathy. Dose or amount: denture cream; frequency: 1-2 daily; route: oral. Dates of use: (B)(6) 2002 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.